Event description:
Customer reported that the screw portion of the abutment broke off in the patients mouth. They were able to retrieve the broken portions from the implant.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One certain low profile one-piece abutment was returned for inspection. A visual inspection revealed moderate wear about the surface and drive feature of the abutment. The threaded region is noted to be fractured. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A singular cause cannot be determined. The following sections have been updated. (B)(4).